Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The cause of death was heart failure, respiratory failure, pulmonary edema and cardiac arrest. The patient admitted to the hospital with weakness and fever. The patient was in vt upon arrival and was treated with lidocaine and amiodarone and then went into pulseless electrical activity (pea). She developed worsening pulmonary edema despite diuresis and required intubation. The family did not want to continue aggressive treatment and decided to make her comfort measures. There is no known allegation from a health professional that suggests the death was related to the device.